Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo right superficial femoral artery. A retro grade approach was taken from the left femoral artery. Resistance was felt when inserting the ht command guidewire into a 6f guiding catheter using an inserter tool. When the guidewire was removed, the polymer coating was found torn. The procedure was completed with a non-abbott guidewire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The polymer damage and difficulty inserting the guide wire were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties as they were unable to be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.